Event description:
The mother reported that the user stopped hearing with the device after returning from playing with her nose bleeding on (B)(6) 2021. The user_s hearing performance was good before the event. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause investigation of the device would be necessary. Re-implantation is considered but no date has been scheduled so far.

Event description:
The mother reported that the user stopped hearing with the device after returning from playing with her nose bleeding on 01-jun-2021. The user_s hearing performance was good before the event.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The mother reported that the user stopped hearing with the device after returning from playing with nosebleeding on (B)(6) 2021.